Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in delivery of 39 inappropriate shocks post placement of a left ventricular assist device. It was reported that the patient was sedated at the time of the shocks and unaware of the occurrence. The device battery was noted to have decreased as a result of the inappropriate shocks. Tachycardia therapy was programmed off and will remain off due to the poor condition of the patient. No adverse patient effects were reported.